Manufacturer narrative:
The reported event of a longevity discrepancy was confirmed. The additional information provided was reviewed by abbott engineering. The inaccurate longevity calculation was due to an error in a fuel gauge count (consumption data) reading.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed misleading data on the pacemaker. No changes or interventions were performed. There were no patient consequences.